Event description:
Terumo medical corporation received the following information: it was reported that the tr band was tested and passed the water test. It was then applied to the patient with 11ml of air upon arrival to the pre/post. Fifteen minutes later the patient had extensive bleeding. The tr band was tested by staff and only had 8mls of air. The tr band was removed, and a new tr band was applied. The estimated blood loss was less than 250cc and there was no patient harm. The procedure performed was a heart catheterization.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hosptial policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. B3: date of event: requested, unknown. D4: lot #: requested, not provided. D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: staff rn. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample the exact root cause cannot be determined. The device history record (DHR) could not be reviewed as the lot number for the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.